Event description:
It was reported that the liquid crystal display (lcd) screen display was damaged. No patient involvement was reported.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: g2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection noted the device was received in poor condition. Front cover and enclosure have multiple scratches and dents. Line cord was discolored and worn. Aux outlet is contaminated. Missing reflux plug. Pole clamp discolored. Quick connect corroded. Water tank cover cracked. Printed circuit board (pcb) has missing leds. The lcd display was damaged. Upon visual inspection the problem was recognized as being damaged. The complaint was confirmed. Probable cause would be impact damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.